Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they are experiencing low blood glucose levels. Customer's blood glucose at the time of the incident ranged from 45 to 117 mg/dl. Customer reported that high blood glucose levels were due to air bubbles caused by cold insulin. Troubleshooting was done. Product is not expected to return.